Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)exhibited varying right ventricular (rv) impedance measurements from 1,354 ohms dropping to 900 ohms and then increasing to greater than 2,000 ohms. No adverse patient effects were reported. Additional information was received that the patient underwent an x-ray which did not revealed anything abnormal. The physician then decided to refer the patient for a lead revision procedure to be completed in the near future.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations reported in this report were unable to be reproduced during laboratory analysis.